Manufacturer narrative:
Additional information received - the lens was explanted due to excessive vaulting and elevated intraocular pressure. The reporter indicated a possible cause of the event may be anatomy and lens size. The patient is doing well and ucva was 20/20. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to vaulting. The lens was exchanged for a shorter lens.